Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that the rep was made aware today that the patient was experiencing a warm sensation at the pocket site. The rep stated that the issue didn't happen everyday but it had been happening frequently enough that the patient reached out to his healthcare provider (hcp). The patient didn't turn implantable neurostimulator (ins) off. The patient noted that the pocket got warm during charging, and had been since implant, but this was a different situation. The rep noted that the situation was not related to the position and there didn't seem to be any common denominator when it came to when the issue occurred. This was occurring intermittently. The patient noted that he may have jarred the ins about three weeks ago while on his riding lawnmower. The rep noted that the patient was still getting great coverage and the patient did not immediately correlate the lawnmower incident with the ins issue but the ins issue started around the same time as the lawnmower incident. The rep also noted that the patient has always had warmth during charging since implant on (B)(6) 2013. The rep spoke to the patient and had him turn off the ins to see if the warming sensation go es away. The patient had not called back with an update since then. This was considered a sudden change in therapy/symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.